Manufacturer narrative:
(B)(4). Unit was received with totally destroyed insulin pump by the dog.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damaged. Customer stated that they took insulin pump off last night and her dog chewed up her insulin pump and meter. Customer stated no damaged to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.